Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 498.831, lot l327583: manufacturing site: mezzovico. Release to warehouse date: march 01, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition h3, h6: a product investigation was completed: upon visual inspection of the complaint device it can be seen that the received fract-clamp is still locked to the schanzscrew, as a release (loosening) is not visible at all. Based on this the complaint is not replicate able and is unconfirmed. A functional test is not needed, as the parts (fract-clamp and schanzscrew) are still locked to each other. There is no particularize information what's happened to this article by customer. As the complaint is not replicate able and that it's unconfirmed, based on this we are not able to do final statement about the root cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: corrected data: d1, d4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019 updated event description: device report from synthes europe reports an event in austria as follows: it was reported on october 30, 2018, that a patient underwent a spinal procedure with an implantation of the (uss) universal spinal system on april 11, 2018. During a follow-up examination, the surgeon noticed that the fracture clamp released the transpedicular schanz screws. That opted a revision surgery on (B)(6) 2018, where the surgeon replaced both screws. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant devices reported: unknown - schanz screws (part# unknown, lot# unknown, quantity#1), uss-sleeve toothed tan (part# 498.011, lot# unknown, quantity#1), uss nut f/uss-var-axis-scr uss-pedicscr+ (part# 498.003, lot# 8029669, quantity#1), uss nut f/uss-var-axis-scr uss-pedicscr+ (part# 498.003, lot# 8128799, quantity#1), fract-clamp f/r ø6 low profile tan light; (part# 498.831, lot# unknown, quantity#1), rod ø6 soft curv l50 ti: (part# 04.620.150, lot# 8778034, quantity#1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated event description provided for reporting. Device was used for treatment, not diagnosis.

Event description:
It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. Concomitant devices: fracture clamp (part 498.831, lot l327583 , quantity 1). Rod (part 04.620.150, lot 8778034 , quantity 1). Uss-sleeve toothed tan (part 498.011, lot 8492782 , quantity 1). Uss nut (part 498.003, lot 8029669, quantity 1) . Uss nut (part 498.003, lot 8128799 , quantity 1) . Schanz screws (part unknown, lot unknown, quantity 2) . This report is for one (1) rod. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: mni, mnh, kwp, kwq. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown fracture clamp/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent an unknown spinal procedure at unknown levels on (B)(6) 2018 and was implanted with universal spinal system (uss) devices. During a follow up examination on unknown date, surgeon noted that the fracture clamp had released the transpedicular schanz screws. Patient was returned to surgery on (B)(6) 2018 where surgeon replaced both schanz screws. Concomitant devices: transpedicular schanz screw (part 496.777, lot unknown, quantity 2). This report is for one (1) unknown fracture clamp. This is report 2 of 2 for (B)(4).